Event description:
It was reported that the patient alert triggered due to a spike in the atrial lead impedance. Discussed provocative testing and x-rays as non-invasive testing/confirmation methods. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on (B)(6) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.